Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue through the analysis of the electronic records. The root cause of the issues is suspected to be the reed switch sw5, but it could not conclusively be determined. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not work. Upon evaluation, stryker observed that device will not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and verified the reported issue. It was observed that the device does not power on when the lid is opened. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not work. Upon evaluation, stryker observed that device will not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.